Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Report of a case from literature. Literature ref: lechner case 2. This is a publication by allergan. The country this alcl is from is not known. Cause of death: mediastinal mass with airway compression, bilateral pulmonary infiltrates, clinical deterioration.